Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was interrogated prior to a patient undergoing a radiation treatment. At that time right ventricular (rv) lead noise and pacing inhibition were observed in addition to low out-of-range pace impedance measurements; lead insulation damage was suspected but not confirmed. Device settings were adjusted and the patient cleared to undergo the radiation treatment. A revision procedure to replace the lead is planned in the coming months though no date has been set. Despite the period of pacing inhibition there was no asystole as the patient maintained an intrinsic rhythm. No adverse patient effects were reported. This system remains in service.